Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30273036m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient (approximately 65kg) underwent an unknown ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient developed a cardiac tamponade. Pericardiocentesis was performed and a pericardial drain was inserted. Extended hospitalization was not required. The physician did not provide an opinion on the cause of the adverse event. There was no information provided on the patient¿s outcome. Transseptal puncture was performed with an abbott brk extra sharp transseptal needle. Ablation was performed prior to noticing the cardiac tamponade. There was no evidence of a steam pop. Flow setting was 30 ml/mins at 35 watts. The force visualization features used during the procedure were dashboard, vector, and visitag. Visitag settings were range 2.5 mm, time 3 seconds, force over time 25% 3 grams and time color option. There were no error messages observed on any biosense webster, inc. Equipment during the procedure.

Manufacturer narrative:
On (B)(6)2020 , the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection it was noted that there was no damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient (approximately 65 kg) underwent an unknown ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient developed a cardiac tamponade. Pericardiocentesis was performed and a pericardial drain was inserted. Extended hospitalization was not required. The physician did not provide an opinion on the cause of the adverse event. There was no information provided on the patient¿s outcome. The device was inspected, and it was found in normal condition. The temperature, irrigation and deflection features were tested, and no issues were observed. However, when the catheter was connected to the carto 3 the error 105 was observed; this issue was related to a pc board issue. A manufacturing record evaluation was performed for the finished device 30273036m number, and no internal actions related to the complaint was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the pc board issue found during product analysis cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).